Event description:
It was reported that the lead had widely fluctuating r waves, both real time measurements and on the trend for the past 80 weeks. Reprogramming was done. The lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.